Event description:
It was reported that the stent partially deployed during device preparation. An innova 6 x 40 x 130 was selected for use to treat the patients right superficial femoral artery (sfa) stenosis. During device preparation, the stent partially deployed prior to entering the patient. The device was replaced with another innova 6 x 40 x 130 in order to complete the procedure. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Device media analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was missing. There was a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack were still in the manufactured location but the middle sheath was no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the partial deployment.